Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that, the customer had high blood glucose of 452 mg/dl and current blood glucose was 247 mg/dl. Customer advised that it alerted the low around 101 mg/dl and then increased to 452 mg/dl. Customer stated that, she got an alert on the pump and it has suspended the basal delivery. Customer treated for the high blood glucose with the insulin pump. Customer was having issues with high blood glucose and wondering why she has no sensor glucose reading. Based on customer report customer does not allege pump was under delivering. Customer stated that this morning the pump itself is saying below 65 mg/dl, she used her meter 452 mg/dl and then used an old meter and it said 398 mg/dl and now her pump was telling blood glucose was 79 mg/dl. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.